Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level in the 400s mg/dl with a large level of ketones. The cause of the high bg was not known. A correction bolus was delivered and insulin injection was administered to address the bg level. Due to over-correcting, the customer's bg dropped to 60 mg/dl and carbohydrates were consumed to address the low bg. Tandem technical support advised the contact to discuss the event with a healthcare provider.